Event description:
Site reported undercorrections. Upon review of data provided by the physician, it was determined that this pt exhibited a +.75 diopter overcorrection, not an undercorrection, and a 4 line decrease in bcva at 1 month post-op in the left eye. This report is for the left eye. The right eye did not experience a decrease in bcva. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem codes provided by the manufacturer. This report mailed in to FDA on: 07/13/2007.